Event description:
Knee effusion (both knees) [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding a (B)(6) male, initials (B)(6), with medical history of chondromalacia in both knees. The patient received 3 synvisc injections in both knees, the first being administered on (B)(6) 2009 and the last on (B)(6) 2009. On (B)(6) 2009, the patient experienced strong knee effusion in both knees. Knee puncture was performed and the result showed slightly opaque colored fluid with no signs of infection. Total amount of fluid taken per knee was 125 ml. The physician assessed the severity of the event as severe and assessed the event as medically significant. The relationship between the event and use of synvisc was assessed as definite. At the time of this report, the patient had not recovered. Please refer to (B)(4) for other events reported by his physician. On (B)(4) 2009, we received the investigational summary with the following information: the product and quality control documentation for lot #x0719 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. As of (B)(4) 2009, there are two complaints on file for this lot including this complaint, both were adverse events. Genzyme biosurgery will continue to monitor complaints according to the sop "product complaint handling" to determine if corrective action will be needed.

Manufacturer narrative:
Evaluation summary - the production and quality control documentation for lot #x0719 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. As of (B)(4) 2009, there are two complaints on file for this lot including this complaint, both were adverse events. Genzyme biosurgery will continue to monitor complaints according to the sop "product complaint handling" to determine if corrective action will be needed.